Event description:
It was reported that the patient was admitted in the hospital for syncope. Upon interrogation, the patient's right ventricular (rv) lead and right atrial (ra) lead exhibited noise episodes. The ra lead exhibited over-sensed noise resulting in inappropriate automated mode switch (ams) episodes. Programming changes were made to have the right ventricular (rv) lead sensitivity adjusted to avoid noise over-sensing. The patient will be continued to be monitored and was in a stable condition.